Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements show four channels with hi impedance most likely due to a damage of the active electrode. However to determine an exact root cause an investigation of the explanted device would be necessary. Further measurements and imaging is considered before re-implantation will be decided. No further information has been received.

Event description:
User came in for follow-up mapping and in situ testing showed abnormal results. No further information has been made available.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
User came in for follow-up mapping and in situ testing showed abnormal results. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User came in for follow-up mapping and in situ testing showed abnormal results.